Event description:
It was reported by the patient that "I have felt a small electric current near my device and wondering what that could be." It was also reported that the patient felt an electric current three times over the course of a few days and want to know if this could be coming from the pacemaker. It was further reported that there was no intervention and device function is normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient tht "I have felt a small electric current near my device and wondering what that could be." It was also reported that the patient felt an electric current three times over the course of a few days and want to know if this could be coming from the pacemaker.